Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that when they would lay far back in the bathtub then they would get zapped or something so they couldn't get out of the bathtub themselves and that would have to be pulled out of the bathtub. The patient stated that the manufacturer representative (rep) couldn't seem to get the ins programmed. The patient stated that the last time they recharged the ins it took so much longer but they weren't sure why. Additional information was received from the manufacturer representative (rep). It was reported that the rep stated that she was never made aware of patient being shocked/zapped. Rep has met with patient in the past month for normal reprogramming and patient still did not mention anything about shocking/zapping to her. Rep had no further information.

Event description:
Patient reported that the cause was not known. Pt did not do anything with the spinal cord stimulator(scs) after this time. Pt will be getting a new non-reachable (rechargeable) ins model. Pt did not know how to clarify "getting zapped or something". Pt said when they were lying down on their back with their head up, they would get "zapped" by the scs. Pt would feel zapping in lower back and down to the lower rib on left side. Pt mentioned they get the zapping in "the areas with the issues." Zapping would freeze their body and pt would grab arm. Zapping would occur when pt was lying down in bed with head not all the way down. The cause of no longer taking a charge was not known. Pt said they were not redirected to hcp. Pt said they met with hcp the day filled pump and mentioned they zapping to their hcp. Pt was going to meet with a rep, but the rep. "Never showed." Pt will be getting surgery to install the new device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.